Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of accidental disconnection/contamination (coded as peritoneal dialysis complication) and cloudy effluent with (B)(6) (coded as peritonitis bacterial) in a (B)(6) male patient coincident with physioneal 40, unknown bag and heparin (B)(4) in plastic container therapies. On (B)(6) 2011, the patient began treatment with physioneal 40, unknown bag (dose and frequency not reported, lot number 11c20g10) intraperitoneally (ip) for peritoneal dialysis (pd). On that same date, the patient began treatment with heparin (B)(4) in plastic container (500 iu, frequency and lot number not reported) intraperitoneally (ip) for an unknown indication. On an unreported date in 2011, the patient experienced an accidental disconnection/contamination. On (B)(6) 2011, the patient experienced cloudy effluent. On that same date, a peritoneal effluent analysis and culture were performed. The results of the analysis revealed a (B)(6) of 68 (units not reported) and the culture results were (B)(6). It was not reported if remedial therapy was rendered. The nurse stated that subsequent samples have grown a mixture of bugs, but the indication was a contamination and likely from fluid/water. At the time of this report, physioneal 40, unknown bag and heparin (B)(4) in plastic container therapies were ongoing and the outcome for the event of cloudy effluent with (B)(6) was resolving. It was not reported if the outcome for the event of accidental disconnection/contamination had resolved. The nurse considered the event of cloudy effluent with (B)(6) to be possibly related to physioneal 40, unknown bag and heparin (B)(4) in plastic container therapies. The nurse did not provide an assessment of causality for the event of accidental disconnection/contamination.

Manufacturer narrative:
(B)(4). This report of a connection issue was not confirmed and a cause could not be determined because the complaint does not describe a use error that might have caused the patient to become disconnected and the set was not returned for evaluation that might have identified a disposable issue that may have caused a connection issue. The nurse states that an accidental disconnection/contamination occurred. As no use error was identified and causality to a disposable issue couldn't be established, baxter is unable to confirm this issue or determine a cause as to how or why the patient became disconnected.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is unknown.